Event description:
Related manufacturer reference number: 1627487-2025-06141. It was reported following an ipg replacement, the ipg site became red and swollen. Patient was given antibiotics to address the issue. The wound is healed.

Manufacturer narrative:
Date of event is estimated.